Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26 -feb-2019 with the following findings: during investigation, there was no activity related to pi observed in black box or download history. There were no voltage drops in black box and there was no overheating duplicated during testing. The pumps electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of internal moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the insulin pump was overheating; became warm/hot. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.